Event description:
The patient's ventilator had stopped working and was alarming. Upon entering the room, patient had been taken off ventilator and was being ambu bagged by rn on 15l. Galileo ventilator was alarming with a code of tf 9907 and tf 8508.